Event description:
When an attempt was made to administer defibrillator energy to the patient, the device would not discharge. An AED was made available and used to treat the patient. The patient was not resuscitated. The reporter did not know whether the reported discrepancy affected patient care.